Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Pump reset information was provided, and the caller was assisted with resetting it. Customer was able to continue using the pump and was instructed to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.